Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with serial number label missing. Pump passed selftest, sleep current measurement, active current measurement and displacement test. Pump received unexpected battery power loss shown in power graph and error 25 confirmed in pump history file due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery life was less than expected. It was also reported that the serial number label missing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.